Event description:
It was reported when using the bd vacutainer® push button blood collection set, the device experienced the holder separating from the non-patient end needle. The following information was provided by the initial reporter. The customer stated: the phlebotomists report that when they try to retract the needle by pushing the button, the ¿wing¿ assembly separates from the unit, and the needle remains exposed. This has not caused any patient or phlebotomist harm as yet.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 6/22/2021. The following field was updated due to corrected information: h.6. Imdrf annex g grid: g04026 chamber. H.6. Investigation: bd received 18 samples and 3 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for barrel separation with the incident lot was observed. Additionally, the customer samples were evaluated by functional testing and the indicated failure mode for barrel separation with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. The root causes of the barrel separation failure mode was found to be a combination of out of specification components, and worn components within the assembly process. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: fpa. Common device name: intravascular administration set. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® push button blood collection set, the device experienced the holder separating from the non-patient end needle. The following information was provided by the initial reporter. The customer stated: the phlebotomists report that when they try to retract the needle by pushing the button, the ¿wing¿ assembly separates from the unit, and the needle remains exposed. This has not caused any patient or phlebotomist harm as yet.